Manufacturer narrative:
The failure investigation determined the suspected cause was an impact-induced short circuit in the battery pack. This was caused by a combination of the following: (a) the current battery pack design has adjacent, although insulated, positive and negative leads from the circuit card to the cells; (b) the specific pack had a small, sharp protrusion on one of the leads; (c) when this was dropped, the force and angle of impact resulted in the protrusion cutting through the two layers of insulation to short circuit with the other lead. This would result in a fast energy/head dump, which (1) burst one of the battery cells and ejected cell matter and (2) caused the battery case to catch fire. Medrad has issued a medrad supplier corrective action request with the component supplier. This is the only known occurrence of this failure mode. Additional battery assemblies (not related to this incident) were visually inspected and tested, no defects were found.

Event description:
Hospital reported a continuum infusion pump had been dropped, causing the battery to pop out of the pump upon impact and to subsequently explode. The casing of the battery caught fire. No injury occurred.